Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 550mg/dl. It was stated that the customer was vomiting and had stomach flu. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the mother to run the high pressure test and passed. Instructed the caller to remove the cannula and it was not bent or occluded. Advised the mother to change the entire infusion set and reservoir. No further information was provided.